Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with low readings. The customer's blood glucose reading was not provided. The customer had a cataract surgery and wanted to discuss high readings. The insulin pump was not returned for analysis.